Manufacturer narrative:
An event of a migration with a residual shunt was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported migration with a residual shunt could not be determined. An unexpected medical intervention was likely a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was noted that on (B)(6) 2025, a 22mm amplatzer amulet was chosen for implant using a 14f amulet delivery sheath. During the procedure, it was switched to ice-guided imaging, and measurements were obtained: 21 mm orifice, 17 mm landing zone, and 17 mm depth. Device sizing was determined based on ice measurements and fluoroscopic angiography. The imaging modality used during the procedure was ice. Following implantation, migration was later identified through CT imaging. Approximately 50% of the device appeared to have shifted proximally from the intended implant site. Close criteria were satisfied. No rhythm change occurred during the procedure. A tension test was performed, and the left atrial pressure at the time of the procedure was 13 mmhg. No leak was detected around the lobe of the device during the procedure. The patient did not experience any clinical signs or symptoms during or after the event. There was difficulty with implanting the device, including two partial recaptures and a device time of 24 minutes from insertion. An intervention was attempted on (B)(6) 2025 via percutaneous delivery of an additional closure device; however, the attempt was aborted due to the nature of the exposed area of migration. The patient will remain on dapt with routine follow up and imaging.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was noted that on (B)(6) 2025 , a 22mm amplatzer amulet was chosen for implant using a 14f amulet delivery sheath. During the procedure, it was switched to ice-guided imaging, and measurements were obtained: 21 mm orifice, 17 mm landing zone, and 17 mm depth. Device sizing was determined based on ice measurements and fluoroscopic angiography. The imaging modality used during the procedure was ice. Following implantation, migration was later identified through CT imaging. Approximately 50% of the device appeared to have shifted proximally from the intended implant site. Close criteria were satisfied. No rhythm change occurred during the procedure. A tension test was performed, and the left atrial pressure at the time of the procedure was 13 mmhg. No leak was detected around the lobe of the device during the procedure. The patient did not experience any clinical signs or symptoms during or after the event. There was difficulty with implanting the device, including two partial recaptures and a device time of 24 minutes from insertion. An intervention was attempted on 4 december 2025 via percutaneous delivery of an additional closure device; however, the attempt was aborted due to the nature of the exposed area of migration.